Event description:
It was reported that the camera head had the camera cable detached, the cable boot coming off, exposing the area covered by the cable boot and image flickering. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.